Event description:
The patient was having an x-ray exam. A popping noise came from equipment cabinet during this x-ray procedure. Next, smoke came from the cabinet. The patient was evacuated from the room. The fire department responded and extinguished a fire. The fire was contained inside the cabinet.

Manufacturer narrative:
(Eval method)-(other) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (Eval results)-(other) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (Conclusions)-(other) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.